Event description:
Medtronic received information that during cannulation of this (B)(6) patient, immediately after beginning circulation, a growing intramural hematoma was noticed in the aorta and chest tissues and high resistance was noted. Upon examination, this arterial cannula was found to be broken close to the bending point. The patient was cooled and circulation was stopped. The aorta was cut to see if there was perforation or dissection of the arch; however, none was found but there was injury to the tissue. A portion of the damaged aortic tissue was removed and a 28mm gelatin impregnated woven vascular prosthesis was implanted. The cannula was changed to a non-medtronic cannula. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: product has been returned to medtronic's quality laboratory and continues to undergo analysis. Conclusion: upon completion of the analysis a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Additional information: received additional information that the procedure performed was a routine coronary artery bypass surgery. The patient remained in the ICU post-surgery and was intubated due to respiratory issues (not defined). It was reported that the patient died 13 days post-surgery. The cause of death was reported as systemic inflammatory response syndrome which caused multi-organ dysfunction syndrome (mods). Device evaluation: upon receipt at medtronic's quality assurance laboratory, visual inspection confirmed a split to the cannula body below the suture ring. The split part remained attached to the cannula via the wire winding. Due to the returned condition of the device, performance testing could not be conducted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. This product event is included in a trend analysis. In an effort to determine root cause, medtronic attempted to recreate the failure mode in a simulated use condition operating room. This included preconditioning samples using an ice bath, use of different suture techniques and materials, and manipulating the cannula as is done with any cardiopulmonary bypass case. In addition, the manufacturing equipment, non-conforming material reports, and any manufacturing process changes (if applicable) were thoroughly reviewed to detect any abnormalities that would have caused or contributed to this event. The results of testing post-production cannula in the simulated operating room created a split to the cannula body in the suture collar region; to the unaided eye, this split appeared similar to those as reported to medtronic. The sample was sent to medtronic¿s science and technology laboratory for a magnified visual inspection. This inspection concluded that the created split in the cannula body in the suture collar region did not present the same visual indicators as those observed in the returned devices as reported to medtronic. A review of the manufacturing process did not identify any out of specification conditions that would have caused or contributed to the split in the cannula body in the suture collar region. Conclusion: the root cause for the split in the cannula body in the suture collar region is unable to be determined at this time. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.